Manufacturer narrative:
Back pain: this part is not approved for use in the united states; however a like device with catalog # 55811015540, upn# 00643169065314 and 510k # k122433 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: spinal canal stenosis procedure performed: removal of l1 screw and fusion for extending up to t10. Post op, screw on the right and left side of l1 were loosen. Patient suffered back pain due to screw loosening. Patient was hospitalized.